Event description:
It was reported that a malfunction occurred in the customer's pump during a software update, which led to a failure that couldn't be reset due to malf 199. There was no adverse impact to the customer's blood glucose level. The customer arranged to use an alternative form of insulin delivery in the meantime and was informed by tandem technical support that they would receive a replacement pump with updated software. The customer was instructed to drain the pump's battery and return the non-functional pump within ten days to avoid charges. Tandem provided all necessary shipping materials for the return.